Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient with this right atrial (ra) lead had pocket infection. A revision was performed, and the pacemaker was explanted while the right atrial (ra) lead and right ventricular (rv) lead were cut and capped. Reportedly, the pacemaker was reused as an external temporary pacing device and off label use was intentional. A temporary lead was placed through the right subclavian into the right ventricle. Additional information received from the field representative indicates that due to patient's age and condition, the physician elected not to remove the leads. No additional adverse patient effects were reported. The ra lead was capped.